Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation. Originally, shell was suspected to be loose. Intra-operatively, shell was found to be well-fixed. The metal liner was found to not be locked into the shell. The stem was also found to not be well-fixed. A size 8 securfit stem with collar, 28 +10 metal head, adm/mdm liner construct were revised to a restoration modular stem construct with another metal head and a poly liner.